Event description:
On (B)(6) 2015, a low-profile gore® excluder® aaa endoprosthesis (rlt281418/13499161) was to be used to treat distal migration of a previously implanted medtronic aneurrx stent graft. During the procedure, the flow divider of the excluder® graft reportedly would not open. According to the report, the patient¿s anatomy was extremely tortuous; however, no indication was given as to the cause of the flow divider¿s inability to open. The physician decided to convert to an aorto-uni-iliac with a femoral-femoral bypass. The issue was resolved, and the patient tolerated the procedure. On (B)(6) 2015, the patient reportedly developed paraparesis after being extubated, including weakness/limited movement of lower extremities.

Manufacturer narrative:
Patient medications include advair, albuterol, furosemide, metoprolol, tamsulosin, simvastatin, aspirin, benazepril, glimepiride, metformin, and lantus solostar. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder® aaa endoprosthesis have not been evaluated in the revision of previously placed stent grafts. Per IFU, adverse events that may occur and / or require intervention include, but are not limited to incomplete endoprosthesis component deployment, surgical conversion, and neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).